Event description:
The rep is reporting that the surgeon performed an arthroscopic rotator cuff repair where the surgeon placed 2-5.0mm spiralok anchors medially and 3 bioknotless rc anchors laterally in a dual row rotator cuff repair. The pt was doing fine until about 7 months post-op when they were complaining of sharp pains originating in the shoulder. The surgeon performed a f/u surgery in which the surgeon removed a head of the spiralok anchor that had broken off and was free floating inside of the joint space between the glenoid and humeral head. Some surface articular cartilage damage had occurred, which was possibly, the rep reports, from the head of the anchor impinging between the glenoid and humeral head. The surgeon then positioned the scope into the subachromial space to find that 2 of the 3 bioknotless anchors had backed up to the point where he could remove them with an arthroscopic grasper. The rotator cuff repair itself seemed to be intact and a revision surgery wasn't required. The rep reports that the pt is currently doing very well-their pain level is back to normal and the cuff seems to remain intact. [See also associated mdrs 1221934-2007-00040 and 1221934-2007-00041].

Manufacturer narrative:
The complaint device is not being returned by the complaint facility, which precludes a physical evaluation. Though the injury to the articular cartilage is thought to be precipitated by the broken spiralok anchor, the bioknotless anchor pullout was involved in this incident. No pt injuries were reported to or by the surgeon. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive tension, greater than 50 pounds. Based on the info provided, the origin of this excessive pullout tension is unk. The complaint device is of one of two batch numbers, 1367608 or 1319321. Batch record reviews have been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that both batches of product were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for these lots devices that were released to distribution. Therefore, no root-cause could be determined. This MDR is being filed to document this event. No further action is warranted at this time. If however, more info is received that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a follow up report.